Event description:
It was reported that during a very difficult ptca/stenting treatment procedure, the distal 1 cm of the guidewire fractured, resulting in a complete separation. This portion of the wire remains in the patient's body. The patient was asymptomatic during this event. The lesion being treated was a very calcified, 100% stenotic lesion in the proximal rca. It is noted that resistance was met with insertion of the pt2 moderate support guidewire as well as within insertion of a maverick2 otwo (1.5/15 mm) ptca balloon and a terumo wire resulting in fracture of the polymer of this wire as well. The procedure was completed with successful placement of a taxus express2 stent. The physician commented that this was a recognized risk in treatment of very difficult lesions as demonstrated in this case and he continues to use the pt2 wire. Patient status is reported as 'okay.'